Event description:
It was reported that the patient was experiencing pain around their implantable neurostimulator (ins) and the device was explanted 3 days ago and it was not replaced. The patient¿s health care provider (hcp) wanted the device evaluated for possible electrical current leakage. There was no patient death and the patient status after the device was removed was unknown at this time. It was later reported that there was a 50 percent or greater symptom reduction and the ins was the component involved in the event. The troubleshooting done to provide insight into the issue was an abdominal CT scan. The cause of the event was determined and it was not device related. The patient was not recovered and had symptoms or an issue ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).